Manufacturer narrative:
(B)(4). Device evaluation: review of the pump histories do not reveal any alarms or warnings related to the complaint. On investigation, the pump powered on with auditory and vibratory function; however, the display screen remained blank. A test screen was attached and illuminated properly. The battery cap that was returned was attached to the pump and was damaged and could not be removed from the pump. The groove on the top of the cap was severely worn away and not able to be used to remove the cap. The battery cap had to be physically pried off the pump to complete the investigation. The battery compartment threads were noted to be damaged. A test cap was used to complete the investigation. Unrelated to the original complaint, the audio bolus button was missing from the pump.

Manufacturer narrative:
Device evaluation: on investigation the display screen was blank when the pump was powered on. Auditory and vibratory functions were intact. The pump was opened for investigation and revealed the display screen was cracked/damaged. Unrelated to the original complaint, the audio bolus button was found to be detached and missing from the pump.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging that the display screen went blank. The patient reported changing the battery, but the display screen did not illuminate after the battery change. The patient reported attempted to remove the battery cap in order to change the battery again; however, the patient was not able to remove the battery cap. The patient reportedly attempted to use ¿tools¿ to remove the battery cap and reportedly may have been tightening the cap instead of loosening the cap. The battery is was not able to be removed from the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.